Event description:
It was reported that a volume discrepancy was noted. The expected reservoir volume was 2.9 ml, the actual reservoir volume was 15 ml. The volume discrepancy was greater than 25%. The patient also experienced a return of symptoms. A roller study was performed, but not according to procedure. The rollers did not turn. A catheter dye study was performed; the catheter was found to be patent. No alarms were heard and the pump event logs were normal. The programming was reported to be correct. A radiolabeled indium dye study was being considered. Additional information has been requested from the hcp, but was not available as of the date of this report.